Manufacturer narrative:
Visual examination of the returned device found the tip was broken off. The device was sent for fracture analysis which revealed distal tip of the driver fractured under torsional load. This suggests the fractured tip underwent a quasi-static torsional shear failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. A definitive root cause for the tip breakage cannot be determined with the information provided. However, fracture analysis of the returned driver revealed plastic deformation at the hex lobes indicating a torsional overload of the fractured tip. This suggests the fractured tip underwent a quasi-static torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. : device discarded by user.

Event description:
Procedure alif l5/s1. During tightening of the screws, the tip of one driver shaft was stripped. The second driver shaft tip snapped off and was left in the head of the screw in patient. The surgeon accepted that. No delay in surgery. Patient outcome post surgery unknown. Product discarded. No return to manufacturer unless local engineering assessment indicates return is required. This case is not being reported by the customer, but jjm employee. All available information has been provided as part of this report; no further information will be forthcoming.